Manufacturer narrative:
Date sent to the FDA: 06/01/2007. Conclusion: since there is no product available for evaluation and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should additional information become available a supplemental 3500a will be submitted accordingly.

Event description:
It was reported that the patient underwent a hysterectomy and "bladder tuck" surgery in 2005. It was reported that the patient was readmitted to the hospital for four days, "due to the sutures, possibly an infection or internal bleeding." No additional information was provided at this time.